Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a wire separation occurred. The totally occluded lesion was located in the severely calcified right coronary artery (rca). During advancement of the wire, the physician was turning the luge guide wire in an attempt to cross the stenosis and the guide wire broke. The physician then advanced a snare and was able to snare and remove the guide wire fragment. The physician then ended the case. The patient had no symptoms, and patient's status was reported as 'ok'.